Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent open repair of a parastomal hernia procedure on unknown date and the mesh was implanted while converting a loop ileostomy to an end ileostomy. As reported, on (B)(6) 2009, the patient experienced some injury: bleeding, inflammation of stoma, pain and swelling in the area, and the mesh was too tight. The patient needed a further surgery/ dilatation of stoma, which was performed on (B)(6) 2010. No further information is available.